Event description:
It was reported the patient had gradual loss of contacts due to high impedances. It was noted the patient had reprogramming performed on (B)(6) 2009. It was reported the reprogramming could not achieve paresthesia coverage. It was noted the patient outcome was no injury. It was reported the explant of the lead was due to the high impedances. It was noted the patient was not hospitalized as a result of the event.

Event description:
Additional information received reported that the patient¿s entire system was explanted because the patient was not using the system and the patient required an MRI.

Event description:
It was later reported on (B)(6) 2013 that the patient was having issues with the wiring and paddles prior to explant. The device was broken. He would like a new device system implanted and was looking for a new physician to do this.

Manufacturer narrative:
(B)(4). Analysis of the device, model 7427, serial no. (B)(4), found no significant anomalies and functionally okay. Analysis of the extension, model 748925, serial no. (B)(4), found no significant anomalies and functionally okay. Analysis of the extension, model 748925, serial no. (B)(4), found no significant anomalies, body cut through, product segmented.

Manufacturer narrative:
Concomitant products: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer, patient; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: extension; product ID 3998, lot# j0428216v, implanted: (B)(6) 2004, product type: lead; product ID 748925, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013, product type: extension. (B)(4).

Event description:
It was reported that the device was explanted and not replaced. It was noted that a spinal cord stimulation (scs) failure had occurred. Additional information received reported that the explant was performed on (B)(6) 2013. No further information was available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.